Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s serious adverse events of cardiac arrest, hospitalization, and subsequent death. The patient reportedly was undergoing ccpd therapy when he experienced a cardiac arrest and was sent to the hospital where he later expired. The patient past medical history and the etiology of the events is unknown; therefore, causality cannot be established. Limited information precluded a more comprehensive investigation. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty cycler cannot be disassociated from the serious adverse events of cardiac arrest and death. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation. However, due to the lack of information (e.g., esrd death notification, death certificate, discharge summary, treatment data) and no manufacturer evaluation of the suspect device, the patient¿s liberty cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022, fresenius became aware this patient experienced a cardiac arrest while undergoing continuous cycling peritoneal dialysis (ccpd) therapy, and later expired at the hospital. Subsequent attempts to obtain additional information (e.g., discharge summary, esrd death notification, autopsy report, treatment data, death certificate) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 25/oct/2022, fresenius became aware this patient experienced a cardiac arrest while undergoing continuous cycling peritoneal dialysis (ccpd) therapy, and later expired at the hospital. Subsequent attempts to obtain additional information (e.g., discharge summary, esrd death notification, autopsy report, treatment data, death certificate) have thus far proven unsuccessful.